Event description:
It was reported that the patient presented to the Emergency Room (ER) with hyperglycemia on (b)(6) 2026. The patient's blood glucose levels reached 400 mg/dL while wearing the Pod on the abdomen between 49 and 71 hours. The patient sought medical attention at (b)(6) and was diagnosed with hyperglycemic decompensation in a patient with Type 1 diabetes. Reported symptoms included low blood pressure, dizziness, and nausea. Treatment consisted of a saline infusion, after which insulin sensitivity gradually improved and blood glucose levels decreased. The patient was discharged on (b)(6) 2026 following an approximately 4-hour ER visit. The Pod remained in use throughout the medical evaluation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot Release records were reviewed and the product lot met all acceptance criteria. Locked Down Smartphone: LOCKDOWN.Omnipod Software App Version: 3.1.5-p001.Operating System: N5004L-AM-Q-MV01602-06-01.06.Hardware: N5004L.CGM Sensor Type: Dexcom G7.Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our Cloud based on the reported date of event.